Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the process of suturing and ligating the patient, the absorbable surgical suture was disconnected suddenly. The thread was removed immediately and the suture was replaced and re-stitched. They replaced and reported the sample.